Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and no issues were noted. Functional testing was performed and found it was difficult to thread the titanium adaptor onto the titanium sleeve. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of titanium adaptors had connection issues; further described as "increasingly more difficult to thread the titanium adaptors on the end of the peritoneal dialysis catheter". This event occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.